Event description:
The device was returned with no information. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. The device was returned and analyzed. The device did not meet expected longevity. Analysis results of the device and internal components were as expected for a pacemaker at eri (elective replacement indicator). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 4076- 52crdm non-defib lead, implanted: (B)(6) 2007. (B)(4).